Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, tilting, perforation and perforation abutting an organ that causes injury and damage to the patient. Per the implant records, the patient was reported to have a diagnosis of deep vein thrombosis (dvt) and presented with gastrointestinal bleeding while on anticoagulation. The patient was felt to have contraindication for anticoagulation and referred for inferior vena cava (ivc) filter placement. The patient underwent ivc angiography and ivc filter placement. Vascular access was obtained using modified seldinger technique in the right femoral vein. Angiography through the sheath inserted showed a normal caliber inferior vena cava. The renal vein mergers was identified at the level of l2. The iliac vein merger was also identified. A trapease ivc filter was then loaded and deployed at the level of l2-l3. Final angiography showed good device position although slightly tilted. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately three years and nine months after the filter implantation. The patient reports ivc perforation, tilting, perforation abutting an organ and fractured filter struts retained within the inferior vena cava. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, tilting, perforation and perforation abutting an organ. The patient reported becoming aware of perforation of the inferior vena cava (ivc), perforation abutting an organ, tilt and fractured filter struts retained within the ivc approximately three years and nine months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was a contraindication to anticoagulation due to gastrointestinal bleeding while taking an anticoagulant in a patient with a recent diagnosis of deep vein thrombosis (dvt). The filter was placed via the right femoral vein and deployed at the level of l2-l3. Final angiography showed good device position although slightly tilted. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Clinical factors that may have influenced the event include operator technique, patient and/or vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, tilting, perforation and perforation abutting an organ. The indication for the filter placement, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Clinical factors that may have influenced the event include operator technique, patient and/or vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, tilting, perforation and perforation abutting an organ that causes injury and damage to the patient.